Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The product met specifications at the time of release. Therefore, the root cause of the reported event could not be determined conclusively.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).

Event description:
A nurse reported that there was poor aspiration and the handpieces were not recognized by the system during a cataract surgery. It occurred during the irrigation/aspiration step of cortical removal and in the following step of viscoelastic removal. A system message was displayed that could not be reset. A patient was involved but there was no impact on him. Surgery was completed with no significant delay. Additional information has been requested and received.